Event description:
Patient burned on palm of hand when physician placed lamp's bulb directly in contact with while device was used in conjuction with welch-allyn light source changer model 71050.yinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: storage/shipment. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.